Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a gap between top case and bottom case, the j9 was unplugged, the right plunger case lever was broken, and the bottom case was cracked by l-bracket. A review of the event history log (ehl) identified motor rate error. During the functional testing was unable to perform occlusion test due to broken off plunger lever. The root cause of the issue was caused normal wear - drive train components were over 10 years old years old. The customer replaced the three year old drive train parts with 10 year old drive train parts that are worn out and nonfunctional as a result of normal wear. Replaced old style motor mount, worm gear, worm coupling, replaced teflon washers with delrin washer. Also replaced lead screw and both clutch halves. Performed occlusion test, preventative maintenance, and all functional tests which passed.

Event description:
Information was received indicating that a smiths medical medfusion pump had motor issue. No adverse effects were reported.